Event description:
Reporter alleged blood glucose measured 46 mg/dl back to back with a result of 176 mg/dl when testing was performed within 10-15 minutes of each other. It was stated customer is currently in the hospital for conditions not related to diabetes. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.